Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and assisted the caller with the reset process. After the reset, the error did not reappear, and the caller was able to successfully start their sensor session.